Event description:
Customer reported that she has been hospitalized 4 times from (B)(6) due to high and low blood glucose. Customer's blood glucose readings were from 78 to over 600 mg/dl. Customer stated that she is a very brittle diabetic. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.